Event description:
Customer reported severe occlusion and a safety valve open. No pt harmed or injured as a result of the event. Customer support engineer (cse) was not able to duplicate the alleged event. The vent passed all testing.